Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor was resetting) was confirmed. As received, the monitor was run for 24 hours and the reset could not be reproduced. However, upon evaluation, there were broken solder connections on u413. The cause of the intermittent reset is the broken solder connections. The root cause of the broken solder connections cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned a monitor indicating that it was resetting.